Event description:
Caller reported compact plus results of 218 mg/dl, 314 mg/dl, and 140 mg/dl within 10 minutes. Alleged all three results were from the same strip, same blood drop. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.